Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty and then experienced a revision surgical procedure approximately 148 months after initial implant. The patient was experiencing the following joint effusion, failure of implant, synovitis, osteolysis and pain. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b2. The following sections were corrected: b5-describe event or problem. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided and the device was not returned for evaluation. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
1038671-2024-00678 multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-00678. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. The reported debonding may be due to failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface and the reported pain. However, this cannot be confirmed as there were no details regarding cementing technique or environmental conditions provided and the device was not returned for evaluation. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA. Patient ID: (B)(6). Related case: (B)(4). It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2011 and then experienced a revision surgical procedure on (B)(6) 2023 approximately 12 years and 4 months after initial implant. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available. Implant date: (B)(6) 2011. Explant date: (B)(6) 2023, op report attached. No device return anticipated due to this being a legal case. Unable to locate surgeon/patient/serial number in ebi. Serial number provided. Historical record and smartsolve searched for sn/patient name with no results. No further information. (B)(6), 02-012-35-3009 - logic tibia ps mod insrt. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. FDA recall # z-0021-2022, 510k: k033883. As directed by qa management: this legal complaint case is from the united states. The event did not occur in, nor is it reportable for brazil, canada, eea/EU, japan, taiwan, or great britain, excluding northern ireland. Therefore, only the us reportability determination will be assessed.